Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 11.5mm icm115v4 implantable collamer lens in the patient's right eye (od) on (B)(6) 2011. The lens was explanted on (B)(6) 2013 due to low vaulting and an anterior subcapsular opacity, which was noted on (B)(6) 2013. The patient experienced blurry vision. The lens was exchanged for a longer lens.